Event description:
It was reported that the ventilator had drifting oxygen concentration. (B)(4).

Manufacturer narrative:
The investigation of the returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient has been finished. The testing of the oxygen gas module did not reproduce the reported problem. The module failed in the production test system indicating a sticky membrane in the nozzle unit and this was the most probable cause of the reported drifting oxygen concentration. The nozzle unit which is part of the gas module and consists of a membrane, a mouthpiece and a feather spring is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it, thus causing a delay on release. The delay affects the regulation of the gas flow through the gas module and causes failures during pre-use check and, during ventilation, it causes the delivered gas flow and pressure to be higher than set. A feather spring with a coarse surface was introduced in september 2010 to prevent it from getting stuck to the membrane. The cause of the stickiness is wear of the membrane. (B)(4).